Event description:
A minimally invasive surgery on the thoracic and lumbar spine for treatment of t10/t11 spondylolisthesis with mechanical back pain and spinal cord injury, with planned percutaneous fixation of t9-l1 with placement of 8 bilateral pedicle screws, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 2.0. During the procedure the surgeon: with the patient in prone position, made an incision and attached the navigation reference array to the spinous process of t9. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation. Made an incision over the region of interest, and separated the fascia to create access to the vertebrae. Calibrated a non-brainlab all-in-one screwdriver to the navigation, and accepted the accuracy of the calibration to proceed. Used the navigated screwdriver to place a screw in the right pedicle of t9, followed by placement of a screw in the left pedicle of t9. The surgeon noted after placement of the left screw that there was a small medial breach. Continued to use the navigated screwdriver to place bilateral screws in t10, t12, and l1. Obtained a verification fluoroscopic scan with automatic registration, which was verified and accepted, and detected via a review of the scan that three screws were deviating from the intended positions: right t9 was placed lateral, left t9 was placed medial (more medial than the surgeon initially detected during placement), and right l1 was placed lateral although its placement was still clinically acceptable. Removed the bilateral screws at t9 and attempted to replace them with navigation but detected a deviation in between the displayed position of the navigated screwdriver on the vertebra in the registered scan in the navigation software and the actual position of the instrument on the vertebra as seen in a 2d fluoroscopic image that was acquired at the same time, and ceased the use of navigation. Replaced (repositioned) the bilateral t9 screws to the intended positions using conventional methods (fluoroscopy). Completed the surgery. According to the surgeon: the misplaced screws were detected with intraoperative imaging and were replaced to their correct intended positions during the very same surgery. The outcome of the surgery was successful as intended. There was no actual harm or negative effect to the patient due to incorrect placement of screws, neither for the prolonged anesthesia of 30-45 minutes. There were no (further) medical or surgical remedial actions done, necessary, or planned for this patient. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screws were detected with intraoperative imaging and were replaced to their correct intended positions during the very same surgery. The outcome of the surgery was successful as intended. There was no actual harm or negative effect to the patient due to incorrect placement of screws, neither for the prolonged anesthesia of 30-45 minutes. There were no (further) medical or surgical remedial actions done, necessary, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the laterally placed left t9 screw and medially placed right t9 screw by ca. 3mm and deviation of right l1 pedicle screw with the aid of navigation, is: temporary undetected movement of the patient anatomy and patient reference array caused by surgical forces applied with the all-in-one screwdriver during the procedure. Being an mis case, the surgeon's instrumentation was in close proximity to the spinous process of t9, where the reference clamp was attached. The array movement warning also appeared in the software during the navigation procedure, further indicating an occurrence of reference movement. Movement of the patient's spine relative to the position of the reference array, or vice versa, or additional spinal movement caused by surgical forces cannot be recognized by the navigation system and can result in an inaccurate display of tracked instruments on the registered patient image compared to its actual position on the patient anatomy. Additional contributing factors for l1 screw placement: relative movements between the vertebra operated on (l1) and the vertebra where the navigation reference array was placed (at t9), due to the forces applied to the bone during the surgery. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy location and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification of the registration and throughout the procedure placing the necessary screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.